Event description:
Reporter report indicating a colleague triple channel pump failed (failure unknown) resulting in an over-infusion of insulin during patient use. The patient received an over-infusion of insulin resulting in a low blood glucose of 36. Reportedly, the blue slide clamp did not clamp off the insulin. The patient was at 32 weeks gestation with a second pregnancy. The patient initially presented at a rural hospital with seizure activity and a blood pressure of 180/90 in 2007. The patient was transported to medical center on the same day because the center has a high-risk obstetric unit. The patient was admitted through the emergency department (ed). The blood glucose on admission was 133. An emergency cesarean section (c-section) was done on the same day, and the patient delivered a viable child. After the c-section, the patient exhibited seizure activity. A computed tomography (CT) scan was done and indicated a "small frontal lobe bleed." The patient was transferred to the surgical intensive care unit (sicu). At that time insulin (100u in 100ml) a peripheral intravenous vein (piv) was started at an unknown rate on a colleague triple channel pump. Channel c indicated "failure and the nurse reportedly stopped the insulin infusion, clamped off the tubing and went to obtain another pump. When she returned to the patient, the nurse noted that the entire bag of insulin had infused. The physician was contacted and an order was received for d10 1000cc to infuse at 25ml/hour. D50 was ordered as necessary (prn) for a blood sugar <40. The blood glucose at 1752 was 101, at 1808 the blood glucose was 36 and then returned to the 60's. It is unknown if any other interventions were provided at that time. It is unknown what was infusing on channel a and b. A neurological consult occurred on the next day. It is unknown what the results and orders were from the consult. The patient was transferred to a medical unit on the following day and discharged to home in stable condition on two days later.

Manufacturer narrative:
The facility is unable to identify the serial number of the device, nor has it been sequestered and is not able to be located. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.